Event description:
It was reported the patient ipg had slipped down. In turn, surgical intervention was undertaken where the ipg was anchored. Therapy was established post operatively and issue resolved.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.